Manufacturer narrative:
(B)(4)

Event description:
Procedure type: laparoscopy. According to the reporter: before endo bag was applied to the tissue, the endo bag ring ruptured. Then we changed to a new product. No patient involved.

Manufacturer narrative:
(B)(4).